Event description:
New information received notes the issue was discovered after the patient presented to the emergency room. It was noted that the high voltage lead impedance was low, below the normal range. No other anomalies were observed. The right ventricular (rv) lead was capped (B)(6) 2024 and replaced. The procedure went well. The patient was stable.

Event description:
It was reported that the right ventricular (rv) lead's high voltage (hv) lead impedance was low.